Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, asthma, seizures, hypercholesterolemia, anemia and migraine. Concomitant products included cetirizine hydrochloride (alegra) since 2014, fexofenadine since 2013, naproxen from 2016 to 2019, vitamin d nos (vitamin d) since 2013 and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In july 2011, the patient experienced abdominal distension ("allergic or hypersensitivity reaction type: abdominal swelling") and feeling abnormal ("allergic or hypersensitivity reaction type: brain fog"). In 2012, the patient experienced rash ("rash/skin condition: rashes"), skin infection ("rash/skin condition: multiple skin infections") and dermatitis ("rashes with inflammatory skin"). In may 2013, the patient experienced urticaria ("autoimmune disorder type of disorder: urticaria, type of disorder: urticaria change, hives") and fatigue ("fatigue"). On (B)(6) 2019, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("bladder or urinary problems changes"), 7 years 10 months after insertion of essure. In 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced staphylococcal infection ("staph infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), anaemia ("anemia"), migraine ("migraines / headaches") and arthralgia ("knee/ joint pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, staphylococcal infection, abdominal pain, back pain, dysmenorrhoea, rash, urticaria, allergy to metals and abdominal distension had resolved and the dyspareunia, menorrhagia, anaemia, skin infection, bladder disorder, feeling abnormal, migraine, fatigue, weight increased, urinary tract disorder, dermatitis and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, arthralgia, back pain, bladder disorder, dermatitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic pain, rash, skin infection, staphylococcal infection, urinary tract disorder, urticaria and weight increased to be related to essure. The reporter commented: received treatment for pain, allergy, bladder/urinary problem, other injuries/symptoms : yes. Received treatment for bleeding -no current weight 133 lbs. Right tubal coils-2-3 left tubal coils-0 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion successful complete bilateral tubal occlusion. Lot number: 787223 manufacture date: 2010/09 expiration date: 2013/09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter medical history, concomitant drugs were added. Outcome of event nickel allergy was updated to recovered. Updated onset date of events. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and staphylococcal infection ('staph infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), anaemia ("anemia"), rash ("rash/skin condition"), skin disorder ("rash/skin condition") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, staphylococcal infection, abdominal pain, back pain and dysmenorrhoea had resolved and the menorrhagia, anaemia, rash, skin disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, rash, skin disorder and staphylococcal infection to be related to essure. The reporter commented: received treatment for pain, allergy, bladder/urinary problem, other injuries/symptoms: yes. Received treatment for bleeding. No. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information, lab data added. Previously reported event injury were updated to pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, rash/skin condition, bladder problems, staph infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and staphylococcal infection ('staph infection') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, asthma, seizures and hypercholesterolemia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal distension ("allergic or hypersensitivity reaction type: abdominal swelling") and feeling abnormal ("allergic or hypersensitivity reaction type: brain fog"). In 2012, the patient experienced rash ("rash/skin condition: rashes"), skin infection ("rash/skin condition: multiple skin infections") and dermatitis ("rashes with inflammtatory skin"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("autoimmune disorder type of disorder: uticaria, type of disorder: uticaria change, hives"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), anaemia ("anemia"), bladder disorder ("bladder problems"), migraine ("migraines / headaches"), fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems changes") and arthralgia ("knee/ joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, staphylococcal infection, abdominal pain, back pain, dysmenorrhoea, rash, urticaria and abdominal distension had resolved and the dyspareunia, allergy to metals, menorrhagia, anaemia, skin infection, bladder disorder, feeling abnormal, migraine, fatigue, weight increased, urinary tract disorder, dermatitis and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, arthralgia, back pain, bladder disorder, dermatitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic pain, rash, skin infection, staphylococcal infection, urinary tract disorder, urticaria and weight increased to be related to essure. The reporter commented: received treatment for pain, allergy, bladder/urinary problem, other injuries/symptoms : yes. Received treatment for bleeding -no current weight 133 lbs. Right tubal coils-2-3, left tubal coils-0 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.69 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion successful complete bilateral tubal occlusion. Lot number: 787223 manufacture date: 2010/09 expiration date: 2013/09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and staphylococcal infection ('staph infection') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, asthma, seizures and hypercholesterolemia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal distension ("allergic or hypersensitivity reaction type: abdominal swelling") and feeling abnormal ("allergic or hypersensitivity reaction type: brain fog"). In 2012, the patient experienced rash ("rash/skin condition: rashes"), skin infection ("rash/skin condition: multiple skin infections") and dermatitis ("rashes with inflammtatory skin"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("autoimmune disorder type of disorder: uticaria, type of disorder: uticaria change, hives"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), anaemia ("anemia"), bladder disorder ("bladder problems"), migraine ("migraines / headaches"), fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems changes") and arthralgia ("knee/ joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, staphylococcal infection, abdominal pain, back pain, dysmenorrhoea, rash, urticaria and abdominal distension had resolved and the dyspareunia, allergy to metals, menorrhagia, anaemia, skin infection, bladder disorder, feeling abnormal, migraine, fatigue, weight increased, urinary tract disorder, dermatitis and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, arthralgia, back pain, bladder disorder, dermatitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic pain, rash, skin infection, staphylococcal infection, urinary tract disorder, urticaria and weight increased to be related to essure. The reporter commented: received treatment for pain, allergy, bladder/urinary problem, other injuries/symptoms : yes. Received treatment for bleeding -no current weight 133 lbs. Right tubal coils-2-3. Left tubal coils-0 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.69 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Successful complete bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received lot number was added. Events "abdominal swelling and brain fog, autoimmune disorder type of disorder: urticaria, migraines / headaches, nickel allergy, rashes or skin conditions type: multiple skin infections and rashes, dyspareunia (painful sexual intercourse), fatigue, joint/ knee pain, urinary tract disorder" were added. Outcome of events " pain, swelling (abdominal), hives-rash, back pain" were updated as recovered. Lab data was updated. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.